Event description:
It was reported by the patient that she underwent an obturator sling procedure on (B)(6) 2008. The patient stated that she had no improvement with the mesh. She still leaked urine, and the frequency and urgency to urinate became worse. The patient had another procedure in 2009 to have new mesh implanted. The patient also experienced discomfort and pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01532. The same patient is represented in each medwatch. This medwatch report is in response to receipt of maude event report (B)(4).